Event description:
The duett sealing device was deployed following an interventional procedure (via 8f sheath). Medications included integrilin, 7500u heparin, and plavix. The pt developed a pseudoaneurysm post-deployment requiring surgical repair. Pt recovered without any further incident.